Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h4. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, flat and deflation.

Event description:
Physician reported right side "flat" and "tight inferolateral capsular contracture", baker grade unknown. And deflation via an operative report. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on radius side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ yellow particles in device outer surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side "flat" and "tight inferolateral capsular contracture", baker grade iii. Device has been explanted.